Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device underweight, broken shell, red particles in the shell and missing piece of shell (0-25%). A microscopic analysis was performed which identified a break (striated) on radius. Based on the device analysis the final assessment is a striated break due to surgical damage consistent in the use of a surgical tool, and missing shell due to inconclusive. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side rupture. The device has been explanted.